Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was re-admitted to hospital with a doppler pressure of 82mmhg and a heart rate of 137bpm. The patient was noted to be cool, slightly diaphoretic and had a low grade fever. An echocardiogram revealed a small inferior vena cava, a small right ventricle and a left ventricular end diastolic diameter of 8.2. Of note, the patient¿s ventricular assist device (vad) speed had been increased a week earlier while in clinic after having seen low flow alarms. A preliminary controller log file review at that time confirmed the reported low flow alarms. The site further reported that the vad sounded ¿smooth¿ at that time. The site diagnosed the patient with bacteremia/sepsis and acute renal failure. Diagnostic testing revealed an international normalized ratio of over 10. The patient developed a stroke and subsequently expired and the ventricular assist device was turned off. The pump remains in the patient post-mortem.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported "low flow event" was confirmed through log file analysis which revealed six low flow alarms have been logged since (B)(6) 2018. A slight increase in power consumption was logged starting (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, constriction in the outflow graft, thrombus at the inflow cannula, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.